Manufacturer narrative:
The prophyflex cannula that was sent in already had a hole in the bend radius before it was used within treatment. This was only discovered when it was used. A certain amount of powder escaped through this hole and injured the patient on the inside of her cheek. The cannula appears to have been in use since 2019. The hole that occurred is a sign of extreme wear and tear. The powder or the use of a more abrasive powder caused the material of the cannula to wear away and ultimately perforate. The defect would have been visually detectable in advance to treatment, with or without the jet function. The problem could therefore have been detected by checking the handpiece before use on the patient. The respective instructions for use contain several passages that refer to checking the technical condition. The following passages in the instructions for use are particularly relevant here: 2.3 technical condition a damaged product or damaged or not kavo components could injure patients, users or third parties. Use the device and components only if there is no damage on the outside. Check the proper working order or proper condition of product and accessories have parts with sites of breakage or surface changes checked by the service. If product irregularities occur, immediately shut down the product and have the service personnel carry out repair work. 2.7 service and repair and servicing may be performed by trained service personnel. 3.1 intended use ´- only use equipment that is operating properly.

Event description:
During treatment with the prophyflex 4 (standard cannula), a hole was created in the radius area of the canula and the patient was injured. The inside of the lower left cheek was slightly injured. Treatment could be continued after the bleeding was stopped. The cheek was swollen and the swelling subsided after a few days. The patient did not go to the hospital. Natural healing process within a few days.